Event description:
It was reported that the defibrillator fails the operational test. There was reportedly no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. A quote for service was sent to the customer. The customer did not respond, the quote expired, and the case was closed. Philips is unable to rule out that a malfunction did not occur. As the evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site.